Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. The device evaluation determined the upstream sensor had failed (low fluid numbers), a part which has a causal relationship to false air in line alarms, and has been replaced. (B)(4).

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.